Event description:
It was reported that an ilet device experienced a hardware malfunction in which the sleep/wake button was unresponsive and, when placed on the charging pad, the touchscreen did not accept input; the pump had also disconnected from the paired mobile application and dexcom g6. Symptoms included no alerts or alarms from the device. Outcomes included replacement of the device and continuation of glucose monitoring using the dexcom g6 application or receiver. Investigation included a review of the reported event and verification of product information. Investigation of this case revealed a failure of the device user interface controls, consistent with an internal hardware fault. It was concluded that the event was due to a device malfunction with no patient injury.